Event description:
During a surgical procedure at the user facility, the device would not hold pressure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.